Manufacturer narrative:
(B)(6) 2023- the consumer accepted a replacement and will not return the device to the manufacturer for an evaluation. Therefore, an investigation will not occur.

Event description:
(B)(6) 2023 - the consumer claims there is mold / black fungus on the product and had a strange smell. The consumer accepted a replacement as the product had a one year warrenty. Therfore, we will not be received the product for an investigation.